Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer's current blood glucose value was 94 mg/dl. The customer also reported sensor anomaly. The customer declined troubleshoot for low blood glucose value. The insulin pump will not be returned for analysis.